Event description:
A report was received that the patient was unable to charge the ipg because the charger was unable to communicate with the ipg. The patient will undergo a pocket revision procedure. The physician did not suspect device malfunction.